Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low bipolar impedance, noise and pacing failure. It was also reported that the patient experienced twiddler's syndrome. It was noted that it may have occurred due to action of lifting the chest. The pacing lead was capped and replaced. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.